Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 28 mg/dl. The customer was treated for the low blood glucose with glucose tablets. It was unknown what caused the customer's blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.